Event description:
During a check-out procedure at the manufacturer's service center, a ventilator was alarming for a low circuit leak. The device was not in patient use. The device's sensor board needs replaced to address the issue.